Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was used to predilate the vessel. The stent was successfully placed and the same balloon was reinserted to ensure good vessel wall apposition. However, during the third inflation at 4 atmospheres, the balloon ruptured. The balloon was then removed fully intact. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 74% stenosed, mildly/moderately tortuous and non-calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was used to predilate the vessel. The stent was successfully placed and the same balloon was reinserted to ensure good vessel wall apposition. However, during the third inflation at 4 atmospheres, the balloon ruptured. The balloon was then removed fully intact. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.